Event description:
The patient was implanted with a left ventricular assist device. It was reported that during a conference call with the manufacturer, the surgeon believed that a line indicating a pump stop in the patient's history screen was the cause of the patient falling and damage to the patient's led screen, causing the led fault and replace system controller message. Previously, a data log file had been sent to the manufacturer for review where a low voltage hazard, lcd fault and yellow wrench/replace system controller event was captured. The system controller was exchanged.

Manufacturer narrative:
Approximate age of device: 53 days. The device was returned for analysis. Evaluation is not complete. The system controller was returned to the manufacturer for evaluation and is currently being analyzed. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
The system controller, serial number (B)(4) was returned to the manufacturer for evaluation. The investigation confirmed the reported pump stop and yellow wrench advisory via the log file. The log file contained approximately 19 days of data ((B)(6) 2015 ¿(B)(6) 2015 according to the time stamp). On (B)(6) 2015 at 6:52 there appears to be a power reset. In the next event the lcd communication error is flagged, the yellow wrench advisory alarm activated and remained active through the end of the log file. Prior to the power reset, there were no notable alarms active. The returned system controller had a damaged lcd, however, this did not affect the system controller¿s ability to operate the pump at the set speed. The system controller was found to function as intended. A root cause or sequence of events leading to the power reset and lcd damage was unable to be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.